Event description:
02 gas module burnt (smoke out of module). Power supply pc 1618 has also burnt. Sv300 sent audible and visual alarms at the time of the incident. The report does not contain any pt reference other than no injury occurred. No indication if parts will be returned for eval.